Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed pain at the rib cage. The patient continued to use the device, but ultimately the leads were revised. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.